Manufacturer narrative:
Related components of device system: model number/ catalog number: 720185-01, serial number: n/a, batch/ lot number: 1000283980, model/ catalog description: reservoir flat iz 100 ml. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Product analysis confirmed a device malfunction. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The product malfunction identified is not considered the most probable cause of this complaint as the ability of the pump to function is not a probable cause of the erosion. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information. The ams700 device was visually inspected and functionally tested. No leak was found. The cylinders performed within specifications. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The product analysis did not confirm the allegation of erosion. The ams700 reservoir was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications. The product analysis could not confirm the allegation of erosion or a device malfunction. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the pump eroded out of his scrotum. All the components were removed and replaced with a new ipp. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. There was no malfunction with the device that was explanted.

Manufacturer narrative:
Related components of device system: model number/ catalog number: 720185-01, serial number: n/a, batch/ lot number: 1000283980, model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the pump eroded out of his scrotum. All the components were removed and replaced with a new ipp. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. There was no malfunction with the device that was explanted.